Manufacturer narrative:
Concomitant medical products: d314drg ICD implanted: (B)(6) 2013; 5076-58 lead implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency department. A device check found that the patient had a heart rate in the thirty-nine beats per minute range for a nine-beat run when the lower rate limit on their device is programmed to sixty. Additionally, undersensing of p-waves on the right atrial (ra) lead was observed. Follow-up information was received indicating that the device was subsequently interrogated and revealed normal function. The device and ra lead remain in use. No patient complications have been reported as a result of this event.